Manufacturer narrative:
Interrogation of the pump determined it was used to infuse clonidine [700.0 mcg/ml] at 450.90 mcg/day and dilaudid [1,500.0 mcg/ml] at 966.2 mcg/day. Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted and returned for analysis. There was no known issue with the device. No patient symptoms were reported. The drug being delivered was not reported. The indications for use were non-malignant pain and post laminectomy pain. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was update to (B)(6) 2018. Please note: this conflicts with the previously reported information that the event date was (B)(6) 2017, and the device was returned to the manufacturer on (B)(6) 2017. No further complications were reported.